Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis revealed the distal conductor was with blood/body fluid (not obstructed); the full lead was returned for analysis.

Event description:
It was reported that while repositioning the lead during the implant procedure, the doctor could not retract the helix of the lead. The lead was removed with the helix fully out. The device was not implanted. No patient complications have been reported as a result of this event.